Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused 3 types of cancer, rash, diarrhea, back spasms, difficulty breathing and heart issues. The patient did report to receive medical intervention and has had chemotherapy, blood work, diagnostic tests and was on medication for infection and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging they were diagnosed with cancer that's located on three different parts of their body. They experienced rashes, diarrhea, back spasms, breathing problems, sounds in their heart, nose break out, and peeling skin on their forehead. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. During the investigation manufacturer observed black dust-like contamination on the ui panel,dust-like contamination on top of the blower box, the blower motor, and the blower motor seal,dust-like contamination on the air inlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. And observed no evidence of degraded sound abatement foam.manufacturer was not able to confirm the complaint or address the symptoms specified.